Manufacturer narrative:
Upon receipt of the device, visual and functional evaluations were performed. The unit was received inside the echelon 10 microcatheter. It was observed that the detachment fiber was intact and did not receive heat. The coil was mechanically detached as received. The evidence suggests that the coil became anchored during repositioning. During retraction, the coil was mechanically detached. It cannot be determined how or where the coil became anchored during repositioning. The echelon 10 microcatheter was inspected and passed functional testing and most likely did not contribute to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
A (B)(6) male came in for stent coil embolization of 2 aneurysms of the left internal carotid artery (lica) paraclinoid wall 4mm and past wall 10mm aneurysm. During repositioning, the coil stretched. The aneurysm was re-accessed and coiled with axium helical coils. A small tail was "jailed" by the stent already in place. The patient woke up and was fine post op. Plavix and aspirin were prescribed due to the stent.